Manufacturer narrative:
(B)(4). This complaint for a report of smoke coming from the back of a tina hemodialysis machine was confirmed during the sample evaluation by a field service engineer (fse) onsite, and the root cause was determined to be a defective ultrafiltration (uf) proportional power, power control board (pcb). A visual inspection of the device was performed with no physical damage found. Functional tests were performed and the machine passed.

Manufacturer narrative:
(B)(4). No sample was returned for evaluation as the device was evaluated by the field service engineer (fse) at the customer location. A follow-up MDR will be submitted if additional information becomes available.

Event description:
A dialysis technician contacted baxter (B)(6) regarding an issue with a tina hemodialysis machine. The tech reported the machine shut down and there was smoke coming from the back of the unit, the specific step is unknown, and patient involvement or medical intervention is unknown.